Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep in belgium that during an unspecified surgical procedure on (B)(6) 2024 the vapr coolpulse90 electrode device was obstructed, had no suction. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the device revealed that the device had the tip with signs of activation. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation functions were activated using the footpedal, the electrode worked as intended. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, device was not received in original packaging, the tip had signs of activation with visible tissue debris, procedural residue was visible in the suction tube. The device passed the electrical and functional testing. The complaint device was manufactured in may 2024. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The costumer stated, ¿defective device: vapr was obstructed, no suction.¿ the device passed the electrical and functional tests, including the suction test. No issues were recorded, so the complaint couldn¿t be sustained. From internal investigation performed on the returned complaint device, were unable to confirm the customer reported issue that the vapr was obstructed, no suction during the procedure. Testing at atl UK showed the returned device was immediately recognized and found to pass both electrical and functional testing with no error codes being displayed and no other issues were detected. Activation was found consistent and as expected. Testing of the device suction function shows flow rates were well within the manufacturers specification at 190 ml/min. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible regarding the returned complaint device. The root cause of the costumer reported section functional problem could not be determined. The overall complaint was unconfirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.